Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery even with two different infusion sets and reservoirs. The customer stated that he was unable to perform the priming process. The customer's blood glucose was 262 mg/dl. While troubleshooting, the customer assembled a new reservoir with the same infusion set. The customer was then able run a manual prime without the insulin pump alarming no delivery. The customer was advised that changing the reservoir resolved the issue. The customer was advised that the reservoir would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.